Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with gentamicin, intraperitoneally (ip), 40 mg (milligrams) for 21 days and ciprofloxacin, orally, 750 mg for 10 days (frequencies were not reported). The patient performed continuous ambulatory (manual) pd during ip antibiotic therapy. On an unreported date, the patient recovered from the peritonitis event. At the time of the report, antibiotic and dianeal therapies were ongoing. No additional information is available.